Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on (B)(6) 2013, at 10am, he obtained blood glucose readings of "144, 124 and 98 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20% and/or 20 mg/dl. The patient informed the cca that he manages he manages his diabetes with oral medication. The patient denied taking any action regarding his usual diabetes management regimen in response to the alleged inaccurate readings. The patient also denied developing symptoms; however, reported that during a doctor's office visit later that afternoon he was told by his hcp that the subject meter's readings were inaccurate due to history. The patient denied being tested on any other device. At the time of troubleshooting, the cca noted that the patient did not have control solution available to test the subject meter and test strips. Replacement product was sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs' precision criteria.